Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter continued to revert to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010. The patient advised the cca he manages his diabetes with insulin (type not specified). At the time of the alleged issue, the patient stated he decreased his insulin dose from 40 units to 20 units. On the early morning of (B)(6) 2010, the patient claimed he felt symptoms of "sweat and panic." The patient stated he immediately took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The patient stated he did not recently remove or replace the batteries to cause an interruption in power. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: on the evening of (B)(6) 2010, the patient tested her blood glucose and obtained a 159 mg/dl and a 206 mg/dl. At an unspecified time later she tested on an ultra 2 meter and obtained a 166 mg/dl, and a 178 mg/dl. The patient ate more food/drink. Approximately 2 hours later, she developed symptoms of feeling sweaty. The patient was unable/unwilling to verify whether she sought any medical treatment due to the symptoms. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, whether she self-treated or sought any medical attention. It would have also been helpful to know whether she tested on the other ultra 2 meter before symptoms or after symptoms. Product was replaced. The complaint is being reported since the patient alleged that she developed symptoms suggestive of hypoglycemia after obtaining an allegedly high reading.

Event description:
It was reported that prior to a laparoscopic gastric bypass procedure, the jaws of device would not open. The problem occurred during inspection of device by the surgeon, prior to use on patient. A second device was found to have the same problem. A third device was used to complete the procedure. There was no adverse consequence to the patient. Two devices will be returned.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. October 4, 2010: product brand is actually ultramini and not ultra 2 meter as stated in the description of the complaint. 510 (k) # is k061118.